Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed on her upper chest and under the front therapy electrode. Rash was also reported on the lower back and legs. The area was described a little red under the electrodes and bumpy, but not bleeding. There was no alleged device malfunction contributing to the irritation. Nurses applied cream to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.